Event description:
During electrical storm, power ceased briefly causing ventilator to stop. Caregiver had to manually reset. After power switch over to generator, ventilator would not restart independently. Power off approx 7 seconds.